Event description:
A malfunction was reported on the customer's pump, identified by the malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.